Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
3708660 neuro extension; 3708660 neuro extension; 37601 dbs ipg; 3387s-40 dbs lead and 3387s-40 dbs lead was im planted on (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pain possibly due to the atrial ectopy or right atrial (ra) lead noise noted during atrial tachycardia/atrial fibrillation (at/af) episodes. It was also reported that the ra lead exhibited chronic high thresholds along with high out of range bipolar and unipolar impedance warnings. The lead remains in use. No further patient complications have been reported as a result of this event.